Event description:
Litigation papers allege: patient with multiple sclerosis underwent total hip replacement surgery on (B)(6) 2009, at which time, a depuy asr hip implant was implanted in her right hip. On (B)(6) 2009, patients hip implant dislocated while she was at home and patient had to undergo a second surgery, at which point, the surgeon attempted to reposition the implant. On her way to rehab, patients leg suddenly changed position and turned inward, as the prosthesis snapped and again became dislocated. Patient was readmitted on (B)(6) 2009. It was noted on admission that she was completely immobile, that the middle third of her femur was deformed, and that her foot was in the position of internal rotation, that active movements were impossible, and that passive movements resulted in intense pain. Patient was revised sometime after (B)(6) 2009, at which point, the asr implant was replaced with an unknown depuy implant. Due to patients condition and her difficulty with the asr implant, she is not expected to walk again.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.